Event description:
Filshie clip migrated inside my body, extra heavy period, ptls, adenomyosis, bouts of rapid heartbeat, gastrointestinal distress, indigestion, flatulence, gas pain, nausea, irritable bowel syndrome (ibs), achy painful joints, pelvic adhesions.